Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarms no delivery. Customer's blood glucose at time of incident was 208 mg/dl. The customer stated that no matter what she tried, she getting no deliveries. Customer was frustrated and dissatisfied, advised to have one last test to try. Customer was advised to fill reservoir with water, remained disconnected and allow the pump to run a day. Customer was advised to call on tuesday. The customer called back and found that the water test work and she was able to run the pump for an entire day, while it bolus and did not get a no delivery. Customer filled a reservoir with insulin and the same insulin and had no issue with no delivery. Customer was advised to attach the pump to her body and test it out.